Manufacturer narrative:
The investigation reviewed the system's alarm trace and no abnormalities were found for (B)(6) 2022. However, 3 sample clot alarms were observed on (B)(6) 2022, which are indicative of sample quality issues. The investigation determined the issue to be consistent with a sample quality issue.

Event description:
There was an allegation of questionable amikacin results for 1 patient sample on a cobas 8000 c 502 module. The initial result was 3.95 ug/ml. This result was reported outside of the laboratory. This result did not match the clinical status of the patient. On (B)(6) 2022 the repeated result was 16.9 ug/ml. The sample was repeated again and the result was 46.28 ug/ml with a data flag. The customer then repeated the sample on a different c702 module and the repeated result was 44.5 ug/ml with a data flag. The customer repeated the sample with a (1:3 ratio) dilution and the result was 50.7 ug/ml. This result was believed to be correct. The reagent lot number is 587497. The expiration date was not provided.